Event description:
It was reported that the pump was programmed to a simple continuous rate of approximately 2.7 mg/day in (B)(6) 2014. The patient was supposed to receive up to 3 boluses of 0.25 mg using the patient therapy manager (ptm), but the ptm was actually programmed to deliver boluses of 2.5 mg instead. The healthcare professional (hcp) who programmed the pump did not notice the error in (B)(6), when the patient returned for a refill; the error was noticed during reprogramming on (B)(6) 2014. The reporter stated that the patient either did not use the ptm or did not have any adverse effect from receiving the unintended bolus amount, but the hcp was concerned that they didn't catch it and would like to see the software enhanced to make it more difficult to program such an error. The patient's therapy was reportedly working fine and there were no ill-effects from the bolus, if the patient received one. The pump was delivering morphine. Follow-up was conducted for additional information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).